Event description:
The customer reported that the system locked up during a cine run. Imaging functionality was recovered with a reboot. This could result in a procedural delay. There is not report of injury associated with this event.

Manufacturer narrative:
A ge service rep performed an on site investigation. The cine drive was reformatted during the service call. The system was tested and found to ber working as intended and put back into service.